Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. The patient reported that there was a power on reset (por) seen. The patient reported that she turned stimulation off prior to procedure and when she went to turn it back on after the procedure she saw the por. No patient symptoms reported. Additional information was received from the patient and it was reported that she had a rhizotomy on her hip and the device was off and didn¿t know why the problem happened. The patient reported that she called a manufacturer¿s representative and met with him and reset the device.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.